Event description:
On (B)(6) 2012, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. The patient had severe calcification and stenosis throughout his iliacs and aorta. A gore excluder aaa endoprosthesis trunk-ipsilateral leg component featuring c3 was selected for use. The physician had positioned the device and then wanted to reposition it to a more distal location for deployment. During the attempt to reposition the device more distally, the physician pulled down so hard on the catheter that it began to disengage from the graft. The physician then deployed the device at that location. The trunk-ipsilateral leg component infolded at the proximal end. The physician corrected the infolding with ballooning techniques. The aneurysm was excluded and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.